Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: china. It is reported that the product looks like ash when touched. According to the information: there are three possible batches: 115042, 115072 and 115094. All med watch submissions related to this report are: 3003639970-2017-00577, 3003639970-2017-00580, 3003639970-2017-00581.